Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted with both a left ventricular assist device (lvad) and a right ventricular assist device (rvad) on (B)(6) 2024. The patient returned to the operating room (or) on (B)(6) 2024 for sternal closure and received blood for low hemoglobin (hgb) levels. Low flow alarms occurred while the patient was in the or and a transesophageal echocardiography (tee) showed an akinetic left ventricle. On (B)(6) 2024, the patient became febrile and started on vancomycin and zosyn. Both the patient's blood cultures and driveline cultures were negative. The patient's creatinine continued to rise to 4.4 and the patient was started on continuous renal replacement therapy (crrt) on (B)(6) 2024. Additionally, on (B)(6) 2024, the patient was hypoxic, so an oxygenator was added to the patient's right-side support. The patient then received a tracheostomy and bronchoscopy. A sputum sample was positive for candida albicans. On (B)(6) 2024, the oxygenator was removed from the rvad. The patient had intermittent issues with anemia, recurrent sepsis, recurrent spontaneous pneumothorax, ileus, rapid atrial arrhythmias, severe deconditioning and malnutrition, persistent right ventricular dysfunction, and inability to wean from temporary rvad support. The anemia required packed red blood cells, cryoprecipitated antihemophilic factor (cryo), and desmopressin (ddavp). The recurrent sepsis was primarily related to pneumonia. The rapid atrial arrhythmias required repeated cardioversions. The medical team, which included advanced heart failure cardiology, cardiac surgery, cardiovascular anesthesia, and palliative care, was concerned that there did not appear to be any appreciable right ventricular recovery. There was progressive vasodilatory shock and multisystem organ failure with no meaningful hope for recovery. On (B)(6) 2024, despite the maximum dose of vasopressors and biventricular mechanical support, the patient's condition declined further, and they passed away. The ultimate cause of death was due to right ventricular failure, renal failure, and respiratory failure. The site reported that the death was considered device/therapy related. No autopsy was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction), cardiac arrythmia, infection, sepsis, bleeding, device thrombus, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 of the IFU, (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The heartmate 3 lvas patient handbook, rev. D, is also currently available. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it, as well as alarms and troubleshooting. No further information was provided. The manufacturer is closing the file on this event.